Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
It was reported, four pins were placed in the wrist and when they were placing the fixator onto the pins, one of the screws would not loosen so it could slide over the pin. They opened another wrist kit and used a different external fixator.